Event description:
When a nurse opened the package, a screw popped out from the package and fell to floor. Dr. Used individual screw instead of kit.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event was not confirmed. Review of the DHR revealed no discrepancies. The item reported was documented as having met specifications prior to distribution. As the review of the DHR of the reported nail kit revealed no discrepancies in the packaging process, the event may rather be linked to inadequate user handling of the package (dropping the set screw during opening the tyvek lid of the packaging). No non-conformity was identified.

Event description:
When a nurse opened the package, a screw popped out from the package and fell to floor. Dr. Used individual screw instead of kit.